Manufacturer narrative:
Three (B)(6) panels were tested with a retained kit of the (B)(6) lot 24434li00. All specifications were met. No (B)(6) results were generated. Also, two commercially available seroconversion panels ((B)(6)) were tested to assess the clinical (B)(6) lot. The obtained results compared with (B)(6) test data from the manufacturer. All specifications were met. The customer returned 1.0 ml of the patient sample for evaluation. The sample was tested with a retained kit of lot number 24434li00 and a non-(B)(6) result of 0.14 s/co was generated, verifying the customer generated (B)(6) result. (B)(6) testing of the sample gave indeterminate results on the (B)(6) specific (B)(6) test (with bands at p18/17; p24/25; p34/31 and p68/66) and on the (B)(6) specific (B)(6) (band at p26). The specimen generated a (B)(6) result with the (B)(6) test. The specimen generated a (B)(6) result with the abbott (B)(6) combo assay. Based on these results, the sample has to be considered as not (B)(6) for the (B)(6) combo assay. Since confirmation testing of the sample did not result in a (B)(6) p24 (B)(6) or with an alternate screening assay (non-us), this most likely explains why the (B)(6) combo was not able to detect the sample as (B)(6). Seroreversion, defined as a quantitative decrease in specific (B)(6) levels so that they measure below the cutoff of an assay, can be partial, resulting in the loss of response against one or a few (B)(6), or complete, with loss of total (B)(6). In (B)(6) infection, both partial and complete seroreversion are rare. Apart from being documented in non-infected (B)(6) of (B)(6) mothers due to loss of maternal (B)(6), seroreversion was seen in (B)(6) patients, in (B)(6) treated very early with haart, and in patients treated with (B)(6) therapy during acute infection. In these patients, some seroreversion were partial (incomplete evolution of the (B)(6) pattern), and some were complete ((B)(6)). Transient seroreversion has been reported in a single (B)(6) infected patient. The clinical significance of (B)(6) seroreversion is unclear, as is the frequency of seroreversion in chronic (B)(6) infection. It could be assumed that a loss of (B)(6) response is related to a loss in (B)(6), suggesting that seroreversion indicates an absence of (B)(6) replication. Indeed, (B)(6) seroreversion is accompanied in many cases by the absence of (B)(6) as detected by pcr, although in many other (B)(6) infections, clearance of the (B)(6) does not induce loss of (B)(6). Over the last decade, treatment of (B)(6) patients with (B)(6) drugs often results in long-term undetectable (B)(6) load in (B)(6). (B)(6) in untreated patients probably results from both (B)(6) as well as release of (B)(6) from stable reservoirs, e.g. Memory t-cells, while in treated patients there is only low-level (B)(6) release from these reservoirs. Currently, there is no evidence suggesting that clearance of (B)(6) is achievable, and attempts at (B)(6) have failed so far. Even in treated patients with long-term undetectable plasma (B)(6) load, transient elevations of the (B)(6) load into the detectable range of the assay, so-called blips, are common. So, it is likely that even (B)(6) infected patients with optimal treatment response experience low-level (B)(6), which would preclude seroreversion. However, it cannot be excluded that patients with no replication of (B)(6) do exist in this patient group. (Reference: (B)(6)) a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The (B)(6) assay package insert contains information to address the current customer issue. The results of the current evaluation demonstrate that the (B)(6) combo assay, lot 24434li00, is performing as expected. A product malfunction was not identified.

Event description:
The customer reports a (B)(6) result for one patient sample generated with the architect hiv ag/ab combo assay. In (B)(6) 2012, this patient initially generated a (B)(6) architect hiv ag/ab combo assay result of (B)(6) with a (B)(6) pcr result of (B)(6). On (B)(6) 2013, a new sample from this patient generated a (B)(6) architect hiv ag/ab combo assay result of (B)(6) with a (B)(6) pcr result of (B)(6). No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the u.s., list number 02p36. (B)(4).